Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant back to back blood glucose test results of hi versus 116 mg/dl, hi versus 127 mg/dl, and hi versus 111 mg/dl when testing was performed 2 minutes apart, on advantage system (meter, strip lot 549245, and expiration date 11-30-2007). Customer stated not having any symptoms at the time of the comparisons. Customer did not provide the location where the discrepant results were obtained. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.